Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. Initial reporter occupation: non-healthcare professional: "attorney". (B)(4).

Event description:
Asr claim letter record received. It was reported that the original claimant has died and their estate is claiming the death was a caused by the revision surgery and/or medical condition consequent on the revision surgery. The cause of death has been asserted as pulmonary embolism (pe). Doi: unknown; dor: unknown; unknown hip.

Manufacturer narrative:
(B)(4). Investigation summary: revision of the device had taken place and the allegations indicates the patient sustained a pe (pulmonary embolism) and death after the revision. At this time our devices cannot be excluded as a possible cause of the pe and death. No explanted devices have been received in respect of this patient for analysis. Manufacturing records have been reviewed and the device(s) met specification prior to placing on the market. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.